Event description:
A report was received that the patient underwent an ipg explant procedure due to suspected infection at the ipg site. Patient's symptoms were redness and tenderness at the ipg site. The patient was prescribed IV antibiotics. The physician does not believe infection was device related. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.